Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set had an occlusion alarm in the pump history (alarm number: 2, 26). The patient's blood glucose was adversely affected and was reported to be at 540mg/dl. Multiple insulin, bolus injection, and changing supplies were conducted to address the high blood glucose. Small-trace ketones were reported, and were addressed by drinking water to flush the ketones. Troubleshooting determined that the cannula was bent and partially blocked with insulin build-up at the end of the cannula. The patient reported that he was speaking with his healthcare professional for a care plan. No permanent injury was reported.